Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Visual examination of the returned device showed physical damage to several areas, including the light guide connector. The investigation determined that the issue was likely caused by stress induced through wear or excessive force; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6). The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the detaching the light guide connector, poor lighting due to broken light guide and scratches on the eyepiece. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the telescope trueview ii, 4 mm, 70°, autoclavable light guide connection part was damaged. There were no reports of patient harm.